Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/13/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root casue: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/13/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.